Event description:
Tubing of the ivad had a crack/leak located just below the cap/y-site where infusion tubing is connected. Was noticed when rn flushed with saline flush this am. Entire access was then replaced.